Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported by the patient's legal representative that the patient had sustained a work injury on (B)(6) 2019, injuring a variety of body parts in that fall. Patient sustained injuries to his right lower extremity. Since the injury the patient has undergone several procedures on his right lower extremity. On (B)(6) 2019 - external fixator implanted. At some point after the initial surgical procedure on (B)(6) 2019, patient's right lower extremity became severely infected. On (B)(6) 2019 - external fixator removed and orif conducted on right tibial pilon. The product implanted in the patient during the (B)(6) procedures were another manufacturer's product (non-arthrex). On (B)(6) 2019 - irrigation and debridement, hardware removal, insertion of antibiotic beads and spacer. On (B)(6) 2019 - irrigation and debridement, re-insertion of antibiotic beads and spacer. On (B)(6) 2019 - debridement and preparation of wound, skin transfer from right thigh, exchange of antibiotic spacer. Patient was treated for infection after the (B)(6) 2019 procedures until just prior to the on (B)(6) 2019 procedure where arthrex products were implanted. On (B)(6) 2019 - irrigation and debridement, antibiotic spacer exchange, bone biopsy and culture. On (B)(6) 2019 - removal of antibiotic spacer, ankle fusion using arthrex ttc fusion plate. During the (B)(6) 2019 procedure the following devices were implanted: ar-8970pl, lot 5261604, ankle fusion plate, posterior ttc, left, ar-8545-28, lot 10255239, low profile screw 4.5 x 28mm, ar-8545-34, lot 10236575, low profile screw 4.5 x 34mm, ar-8545-38, lot 10188917, low profile screw 4.5 x 38mm, ar-8545l-26, lot 1051631, low profile locking screw, 4.5 x 26mm, ar-8545l-30, lot 1059964, low profile locking screw 4.5 x 30mm, ar-8545l-34, lot 1056073, low profile locking screw 4.5 x 34 mm, ar-8545l-38, lot 1058918, low profile locking screw, 4.5 x 38mm. On (B)(6) 2019 - irrigation and debridement, wound vac application. On (B)(6) 2020 - irrigation and debridement, complete removal of hardware (presumed to be all arthrex hardware implanted on (B)(6) 2019), and placement of incisional wound vac.